Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that three days after implant she had an infection and was treated with oral medication.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient stated her ins has been infected 3 times since (B)(6) 2019 and she wants to have it removed because "it has been nothing but trouble for her." The patient stated her first infection was a staph infection (B)(6) 2019. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the hcp via a representative reported on 2019-mar_21 that the cause of the infection was unknown. It was not known if the event resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and manufacturing representative (rep) regarding the patient's implantable neurostimulator (ins). Information was reported that the patient is reporting a fever of 101 and redness at their surgical site along with increased pain at the site. The patient reported getting staph infection with many precious surgeries. There were no other factors to the knowledge of the rep. The patient was placed on antibiotics and is being monitored by their physician. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
Correction: PMA / 510(k) #: p840001. If information is provided in the future, a supplemental report will be issued.